Event description:
It was reported that the patient was hospitalized in 2006, due to hyperglycemia. The patient was released on the third day. The reported high blood glucose level was 499. Prior to the highs the patient's set and cartridge were replaced 2 days prior to hospitalization, but were not checked or changed when the patient's blood glucose started to run high, nor were injections given. At the hospital the patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.